Event description:
It was reported that the subject device malfunctioned and could not be activated with standard power output. There was no report of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.